Event description:
Boston scientific received information that this right ventricular (rv) lead was removed from service secondary to an unspecified malfunction. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.